Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: customer returned (1) loose 3/10cc syringe. Customer states that the needle separated from the syringe when the cap was removed. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch #9343301. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200869089] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that the hub separated from device prior to use with 10 bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that needle separated from the syringe when the cap was removed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the hub separated from device prior to use with 10 bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that needle separated from the syringe when the cap was removed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #9343301. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted for out of spec shield pull.

Event description:
It was reported that the hub separated from device prior to use with 10 bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that needle separated from the syringe when the cap was removed.